Manufacturer narrative:
(B)(4). The glidepath tape (gpt100) was returned and evaluated.  The clear ribbon pocket was torn.  There were no other deficiencies with the gpt100. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Event description:
It was reported that on (B)(6) 2020 a patient underwent a minimally invasive ablation procedure. The surgeon was using eml2 and mid1 with glidepath tape. The surgeon was trying to remove the sleeve off the mid1 using graspers when a hole was made in the pulmonary artery (pa). The patient was immediately put onto bypass, heparinized and the physician performed a sternotomy. The pa hole was sutured, the surgeon continued and the maze procedure was completed. The patient is doing very well and in sinus rhythm. The adverse event was a result of procedural complication. There was no device malfunction.